Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis.internal insulation abrasion was noted at 9.2-9.8cm from the electrode tip. The etfe coating was intact at this location.(B)(4).